Manufacturer narrative:
The device was returned to olympus for inspection, and the lens surface is blurred and foggy. Was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope had a blurry lens. The event occurred during lab or demonstration. There were no reports of patient involvement.